Event description:
It was reported that the patient fell. The right ventricular (rv) lead was suspected to have fractured as there was high impedance and oversensing present. The rv lead was removed and replaced. Also, the left ventricular (lv) lead became dislodged. The lv lead was removed and will be replaced at a future date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the proximal segment of the lead measuring 13.5 cm was returned, analyzed, no anomalies were found. Concomitant products: d274trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2009; 419488, implantable pacing lead, (B)(6) 2009; 5076-45, implantable pacing lead, (B)(6) 2009. (B)(4).